Event description:
The device was used during a lobectomy procedure. Reportedly, the instrument was difficult to open. The surgeon used another instrument to complete the procedure. The hosp. Has rpt'd no pt injury occurred.

Manufacturer narrative:
The disposable loading unit was returned for evaluation. The dlu test fired satisfactorily. Quality assurance cannot confirm the reported condition as the instrument was not returned for evaluation. Sealed units were received and tested in co's laboratory. The devices met appropriate specifications.